Event description:
It was reported that the customer had high blood glucose levels (500 mg/dl). Customer had a cold and had been taking medication. Pump passed system delivery check.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.